Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, and motor function. Destructive analysis identified residue and wearing in the motor gear train on the upper shaft of gear number two; the stall was due to the shaft bearing. The returned pump was interrogated and as per the logs the following medications were administered baclofen (1,200.0 mcg/ ml) and ¿dimorf¿ (7,000.0 mcg/ml). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving compounded baclofen (1,200.0 mcg/ml at 630.2 mcg/day) and morphine (7,000.0 mcg/ml at 3,675.9 mcg/day) via an implantable pump. It was reported the pump motor kept stalling constantly and stopped working for a couple of days. Critical alarms were started announcing the condition. The patient had underdose symptoms so the doctor started systemic medication. When the motor recovered unannounced, the patient had an overdose crisis. The patient experienced altered mental status, fever, overdose symptoms, increased spasticity, sweating (diaphoresis), underdose symptoms, and less than 50% therapy relief. The event lead to or extended hospitalization; the reservoir was full and the patient had to spend a full week at the hospital to understand what was happening with the device. The pump was replaced on (B)(6) 2021 and the issue was resolved. The patient status was alive - no injury. Regarding contributing factors, it was indicated the patient was isolated at their house and was living regular life. The pump would be returned. Further complications were not reported. A pump session report from (B)(6) 2021 at 16:48 was provided. A motor stall occurred on (B)(6) 2021 at 00:28 with a recovery at 11:17 and on (B)(6) 2021 at 17:35 with a recovery on (B)(6) 2021 at 00:16.